Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the forceps stand was burned and the adhesive on the haze ring had peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the presumed cause is that the incident occurred due to the use of the high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.